Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors instrument was observed to be arcing. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported. Followed up with customer regarding the tip cover to confirm if there was an issue or hole and customer confirmed that there was no issue with the tip cover. Also sent customer a follow-up email with additional questions regarding the arcing of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of arcing. Visual inspection was performed on the instrument and failure analysis did not find any signs of arcing. The instrument passed the electrical continuity test. The tip cover was returned with the instrument. No other damage was found.